Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a lasso¿ electrophysiology catheter and device stopped deflecting during the case. The procedure was completed successfully without patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found that nitinol assembly has insufficient pu on the inner section union between tip and loop. This finding is reportable because could potentially contribute to a death or serious injury.

Manufacturer narrative:
As lot # 16103935l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4) the bwi failure analysis laboratory received the device for evaluation. Upon receipt, the catheter was visually inspected and spine cover was found twisted. Then per the event, a deflection test was performed and the catheter passed. Afterwards, the catheter was dissected due to the spine cover finding and it was found that nitinol assembly has insufficient pu on the inner section union between tip and loop, causing the movement on its axis of the catheter loop. Catheter loop is externally anchored to shaft by a pu dome. A complaint investigation report has been open to follow the investigation. The customer complaint has been verified.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an atrial fibrillation procedure with a lasso electrophysiology catheter and device stopped deflecting during the case. There was no patient consequence. This event was reported because the bwi failure analysis lab received the device and preliminary evaluation found that nitinol assembly had an insufficient pu which was thought it could affect the integrity of the device. After completing the investigation, it was concluded that the insufficient pu caused the loop to spin and it was determined that the tip of the catheter was not detaching nor had any damages that could compromise the integrity of the device. Based on these findings the potential risk to the patient was assessed as low. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and spine cover was found twisted. Then per the event, a deflection test was performed and the catheter passed. Afterwards, the catheter was dissected due to the spine cover finding and it was found that nitinol assembly has insufficient pu on the inner section union between tip and loop, causing the movement on its axis of the catheter loop. The lasso loop is completely attached and there is no compromise of the integrity of the device, it is externally anchored to shaft by a pu dome. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action was created to address the insufficient pu on lasso loop.